Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/15/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/04/2016 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged no power issue was verified in the black box but not duplicated in the evaluation. Review of alarm history found record of power interruption 11 days before the complaint date. Using the returned caps, the pump powered up properly. The battery cap was loosened half a turn without resulting in power lost. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruptions. Pump casing was opened and no intermittent conditions were found with the power circuit. Unrelated to the complaint, the display was dim with a reddish contrast.